Event description:
It was reported that during implant high, out of range hv and pacing lead impedance, no pacing and no sensing were observed when the lead was connected to the device. Measurements were within range when tested with the system analyzer. Lead was removed, cleaned and reinserted into the device but pacing lead impedance was still out of range. The device was implanted. Upon interrogation post implant, the pacing lead impedance remained high and out of range. A connection issue was suspected and further evaluation was recommended. Patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.